Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department (ed) for a fever, chills, body aches and fatigue. Blood cultures were drawn and the patient was give medication and discharged home. The patient was called back two days later because of positive blood cultures. The patient was given intravenous antibiotic medications and the patient¿s symptoms were completed resolved. A second blood culture came back positive and the patient was admitted to hospital. It was noted there was vegetation developed on the ventricular lead. The patient¿s system was removed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.